Event description:
It was reported by the service technician when the retractable handle is turned, the red lever moves together with it although this lever should be stationary. There was no patient involvement or adverse consequences to report.

Manufacturer narrative:
Results: other - retractable handle.